Event description:
The technician alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
A technician replaced the side com power control board assembly to resolve the issue.